Event description:
It was reported that approximately 58 months post implant of a bifurcated device, an infrarenal aortic extension and a limb extension; a follow-up computed tomography scan revealed a proximal endoleak. The patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Based upon investigation findings, the reported event is inconclusive. No product was returned for evaluation, and no case images or medical records were received. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. Based upon the investigation findings, a root cause for the reported issues could not be identified.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.